Event description:
Patient had a dislocation post revision for a previous dislocation. Dr (B)(6). And dr (B)(6) elected to remove the cup and liner after review and discussion. Patient was revised from previous revision (B)(6) 2015. A larger cup was positioned and multiple screws were placed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient had a dislocation post revision for a previous dislocation. Dr (B)(6) and dr (B)(6) elected to remove the cup and liner after review and discussion. Patient was revised from previous revision (B)(6) 2015. A larger cup was positioned and multiple screws were placed.